Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. On the same day, myocardial infarction was reported. No action was taken. Sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
It was reported that the patient suffered a target vessel mi of the lad that was caused by occlusion of the first septal branch. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non q-wave mi(target vessel-mid lad) 3rd udmi peri-pci. Cec commented there was chest pain and a side branch occlusion, septal branch slowly filling. If information is provided in the future, a supplemental report will be issued.